Event description:
During the repair of left mandibular parasymphyseal fracture, patient's mandibular segment was reduced and put into maxillomandibular fixation. Bicortical screw was used to fixate kls plate into its position. The distal segment of the second screw (2x13mm) that was placed into the second hole was separated inside the proximal segment and left inside due to the high risk of removal of this portion of the screw.